Manufacturer narrative:
(B)(4). The device has been returned to the MFR for analysis. A f/u report will be sent when the analysis is complete.

Event description:
It was reported that a critical alarm had occurred due to a motor stall. The logs showed multiple motor stalls and recoveries. On (B)(6) 2011, the pump motor had stalled and as of (B)(6) 2011, the stall had not recovered. It was believed that there has not been any electromagnetic interference. The pt's pump had been programmed to deliver lioresal 2000 mcg/ml. The pt experienced withdrawal symptoms with increased spasticity. The pt was using oral baclofen as adjunct therapy. The pump was replaced on (B)(6) 2011. On that date, the logs revealed that the pump had recovered since the stall on (B)(6) 2001, but multiple other stalls had occurred. The pump had a low battery reset and the pump was in safe state. Per the rptr, the pt had recovered without sequela and was doing well.